Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose and the insulin pump had multiple no delivery alarms. Customer's blood glucose was 400, 390 and 540 mg/dl, which was treated with manual injection. He stated that one of the no delivery alarms was cleared by changing the infusion set, but the customer received another alarm the next day. The father indicated that they had tried all remedies and declined troubleshooting. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis. The infusion set will not be returned for analysis.